Event description:
The customer reported being hospitalized due to low blood glucose. The customer stated that he does have pancreatic cancer, and it has been causing the blood glucose to swing from 49 to 490mg/dl in minutes. The customer stated that he was giving flex pens to inject with, and the display window was too scratched and hard to be read. The customer stated that he is not using the device and feels that the insulin pump caused the low blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.